Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that half the safety device broke off. I have 2 more lot #¿s that have had straight needle safety device incidents: (B)(6) 2022 safety device broke ½ off. Lot # 1274473 (not sure if this was ref (B)(4) no product available to send in for examination. I have used your education materials to show staff how to properly use the product and suggested they closely examine the ¿hinge¿ on the safety device before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that half the safety device broke off. I have 2 more lot #¿s that have had straight needle safety device incidents: 2/28/22 safety device broke ½ off. Lot # 1274473 (not sure if this was ref 368650) no product available to send in for examination. I have used your education materials to show staff how to properly use the product and suggested they closely examine the ¿hinge¿ on the safety device before use.